Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10july2019. Assy, manifold, gds was replaced. The unit was repaired and unit is in service. The gas delivery system (gds) assembly was returned for failure investigation. The root cause of the reported issue was determined. The defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports avg air flow has a -3lpm off-set. At 10 lpm set point the certifier measures 12.5 lpm. No patient involvement.